Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with a non-boston scientific defibrillator, exhibited elevated, in-range shock impedance measurements in the 95 ohms range. It was noted that this mixed system was non-conditional for magnetic resonance imaging (MRI). Additional information received reported that this rv lead was explanted due to an unspecified reason approximately five years later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned. The setscrew marks were in the correct location on the terminal pin and ring. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. There was deformed and stretched coils noted, likely due to explant damage. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The product has been received for analysis. This report will be updated upon completion of analysis. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with a non boston scientific defibrillator, exhibited elevated, in-range shock impedance measurements in the 95 ohms range. It was noted that this mixed system was non-conditional for magnetic resonance imaging (MRI). Additional information received reported that this rv lead was explanted due to an unspecified reason approximately five years later. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.